Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that the customer was experiencing low blood glucose. She stated that she changed the customer¿s infusion set and filled the reservoir with 100 units of insulin. She gave the customer a small bolus for 40 carbohydrates and said that the customer¿s blood glucose was 178 mg/dl. Awhile later, the caller noticed that the customer¿s blood glucose was low. The pump suspended delivery and the customer continued to be low over the next few hours. The customer was treated with multiple treatments of carbohydrates and her blood glucose reached over 70 mg/dl. Her lowest blood glucose was 52 mg/dl after receiving a treatment. The caller said that the reservoir was empty about 6 hours after the customer received a treatment. The insulin pump will not be returning for analysis.